Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending artery. When the 2.5x18 mm xience v stent delivery system balloon was inflated it did not inflate well. Blood was observed in the indeflator. Initially it was thought there was an hole in the balloon as during inflation the pressure decreased and the balloon was difficult to inflate. After some time the stent was successfully implanted. Outside of the patient the balloon was inflated to check for the presence of the hole; however, it was found that the hole was not in the balloon, but in the hypotube. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.